Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited clogged nozzle by a foreign material of an unknown origin was found. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field: -h4 -h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The legal manufacturer was able to confirm that the customer's reprocessing steps were not completed before sending the device in for repair. Based on the results of the investigation, the root cause was user error. The facility did not reprocess the device prior to sending it in for repair. The event can be detected/prevented by following the instructions for use (IFU) which state: detection methods are written in instructions for use: gif-190 series operation manual: chapter 3 preparation and inspection. Prevention measures are written in instructions for use: gif-190 series reprocessing manual: chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.